Manufacturer narrative:
The device was in use for treatment. The lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations against the lead cannot be confirmed. In addition, there are no additional complaints identified against this lot number. Lead fracture and high impedance are recognized clinical events referenced in the device's labeling. This lead was implanted for approximately 8 years, 5 months. The event will be re-evaluated if additional information becomes available. The product in this report is no longer manufactured by oscor inc. The event will be re-evaluated if additional information becomes available. Based on this investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. Oscor will continue to monitor this event type. A review of the device manufacturing inspection procedure (permanent pacing lead final inspection) was review to verify that the device was inspected for the reported failure. The device is verify a 100% for electrical and visual function. As stated in the manufacturing procedure. Under sampling plan "all finished leads will be inspected 100% unless otherwise specified". Inspection of the product has to be performed under 10x microscope. Before performing inspection, remove tip protector tubing from all polaris/irox and the tips of steroid eluting leads. After completing inspection, re-attach tip protector tubing. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All polaris coated leads, use tip as contact. The contact should be done very carefully in order to prevent from damaging the coated tips. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". The instructions for use (IFU) petite series provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary.

Event description:
Registration received for the patient informed us that the patients lead was capped due to lead fracture and high impedance.